Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer. The patient was receiving dilaudid, fentanyl, morphine, and an ¿other¿ drug all at an unknown concentration with an unknown daily dose via an implantable pump for an unknown indication. It was reported that beginning ¿2 -3 years¿ ago, the patient experienced a lack of pain relief and is hurting all the time. The patient¿s healthcare provider (hcp) increased the pump medication. In (B)(6), during the patient¿s last ¿3 ¿ 4 refills¿ there is more medication in the pump then there is supposed to be. The patient did not know what the reason was. In (B)(6) 2016 a dye study was performed. The patient did not know the outcome but stated that they ¿assumed everything is okay because they didn¿t say anything.¿ at the patient¿s last refill the hcp pulled out ¿so much medication¿ and was to have a diagnostic check scheduled, but no diagnostic test was done. The patient¿s next refill appointment was scheduled for (B)(6) 2017. No further patient complications have been reported or anticipated as a result of this event. Additional information was received from the health care professional via the company representative. In reviewing the notes in n¿link for the pump catheter check done in (B)(6) 2016, the physician, was able to aspirate the catheter, although sluggish at first, it soon flowed freely, and was deemed patent. The rep also reviewed the physician notes for the pump refill(B)(6) 2016 that preceded the pump check (B)(6) 2016, and the notes stated that the anticipated volume from the pump was 6.3ml, and the actual retrieved volume was 9.0ml. From the notes associated with his most recent refill (B)(6) 2017, the anticipated volume from his pump was 6.0ml, and the actual retrieved volume was 8.0ml. The patient¿s next scheduled refill is (B)(6) 2017. The company representative was not able to find the patient¿s weight at the time of any of these events. No further patient complications were reported or anticipated as a result of this event.